Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2020.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a discectomy via retroforaminal approach procedure on (B)(6) 2019 and suture was used. The suture broke 4 days after sewing the incision. No additional information could be provided. Additional information has been requested.